Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure the farawave nav catheter was selected for use, before introducing the farawave nav catheter it was discovered that the hub of the flush port was leaking. Attempts were made to reconnect up the flush line, but it was determined that the flush port on the catheter was leaking. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned as it was disposed.